Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exposed wires were observed on a flo-gard infusion pump power cord. The power cord was taped at the part where it is connected to the device due to exposed wires. There was no patient involvement. No additional information was available.